Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing diagnosis and completed by moving the patient to another room using another system. A philips field service engineer (fse) inspected the system onsite and identified that the system was not booting up. The engineer rebooted the system, and it booted up properly, but issue reappeared. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. Then, the engineer replaced the flexvision pc, hard disk and reinstalled the software. After replacement of the flexvision pc, hard disks and installation of the software, the system was returned to use in good working order. Later, a similar issue was reported and engineer replaced flexvision pc to solve the issue. The codes were updated based on the investigation outcome. Evaluation method code and component code were corrected.

Event description:
It has been reported to philips that the system is stuck at zero and would not boot. The system was in clinical use. There was no reported patient or user harm. The system was rebooted, and the procedure was completed as planned. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc, hard disk and installed the software. After replacement of the flexvision pc, hard disks and installation of the software, the system was returned to use in good working order.